Event description:
The event is reported as: alleged issue: the catheter shaft detached from the funnel without any "pulling" force applied. Pt condition is reported as fine.

Manufacturer narrative:
Sample rec'd by MFR, but investigation is incomplete at time of this report. No lot number is available.